Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A system/instrument log review could not be performed due to lack of information provided. The event date, system serial #, and surgeon name are unknown. No image or video clip for the reported event was submitted by the customer to isi for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: a patient underwent a da vinci-assisted surgical procedure and experienced a common bile duct injury which required a secondary procedure to resolve. The cause of the common bile duct injury is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported by a scrub tech and unspecified coordinator from the site that a patient underwent a da vinci-assisted cholecystectomy procedure and sustained a common bile duct injury. The patient received another procedure to resolve this injury and was last doing fine afterwards. Intuitive surgical, inc. (Isi) has performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.